Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was caused by a failed rear drawer controller card. A field service engineer located keys onsite and identified that full height drawer 6 was not detected. Attempted to reseat connections but the issue persisted, leading to replacement of the rear controller card. Booted the system into hardware test application for verification. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer failure occurred affecting main drawer 6. The error message displayed was "device not detected on bus," which prevented medication retrieval from the only station in the area. Troubleshooting steps included recovering storage and rebooting the station; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.